Manufacturer narrative:
Eval summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot. Add'l info was requested and a completed questionnaire was received. (B)(4).

Event description:
A materials specialist reported that an intraocular lens (iol) was exchanged for an unk reason. Add'l info was received from the surgeon, who reported that the pt, who was bilaterally implanted, was bothered by halos caused by the rings of the iols. The halos resolved once the lenses were exchanged. There are two medical device reports associated with this event. This report is for the right eye.